Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was not returned with the lead. Stylet test was performed using a stylet sample. The stylet went through the is-1 pin and it could not pass any further at distance 29cm. Destructive analysis was performed, there was dried blood in coil lumen preventing stylet insertion. The outer insulation breached/cut, that allows blood ingress on proximal conductor, and that is likely related to the electrical complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylet on the right ventricular (rv) lead could not be advanced down during implant. Poor signal was noted on this lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.